Manufacturer narrative:
This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and charger. The patient has also been without stimulation since (B)(6) 2017. As such, a replacement charging system was sent to the patient which did not resolve the issue. Additional information revealed the patient's programmer reflects a communication error. The ipg is inoperable. Consequently, the patient may undergo surgical intervention to address the issues.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy resumed following the procedure.